Manufacturer narrative:
(B)(4). Method: two complaint devices were received for evaluation. The chambers were both performance tested by connecting them to a water bottle. Results: both chambers filled normally and stopped filling below the maximum water level line. No pressure needed to be applied to the water bottle. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: no fault could be found with either of the complaint chambers. We were unable to determine what could have caused the problem as reported by the hospital, but it could possible have related to set up of the chambers. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported via their distributor that three mr290 autofeed humidification chambers would not autofeed under gravity. This was found before use on a patient